Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate during primary surgery the calcar was fractured. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.